Event description:
A peritoneal dialysis home patient reported to his clinic that after applying a clamp to the tubing he noticed leakage and found that the hinge of the clamp had broken. The nurse told him to replace the broken clamp. The patient did not experience any adverse symptoms, but was placed on prophylactic for two days.

Manufacturer narrative:
The returned sample was visually examined and it was confirmed that the clamp was ineffective due to a broken hinge.